Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument was found to have thermal damage on the bipolar yaw pulley at the distal end. One side of the bipolar yaw pulley exhibited localized melting. No conductor wire insulation damage was observed. Electrical continuity was tested and passed. This failure is typically associated with mishandling/misuse.

Event description:
It was reported that prior to starting a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the fenestrated bipolar forceps instrument was noted with burned rubber at the tip. The instrument was not used on the patient. The customer used a backup instrument and the procedure was completed with no injury to the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter (da vinci coordinator) and obtained additional information: there was no report of arcing with the reported instrument from previous procedures. The customer suspected the reported thermal damage might have occurred during reprocessing. No broken wires were noted.